Event description:
The dealer states the legs on the above listed tool-less shower chair with back are spreading out and the patient is under the weight capacity of (B)(6) pounds. Dealer states his customer weighs approximately (B)(6) pounds. The dealer replaced hers with one he had in stock. Replacing the shower chair with a new one under no charge warranty order (B)(4).